Event description:
A pt was in the bathroom when ventricular assist device alarms sounded, and the vad stopped. The batteries were adjusted with no effect. The controller showed start/stop. Unable to restart. The controller was exchanged with no effect. Cdas (clinical data acquisition system] was rebooted with no effect. Fail safe dial was ineffective, and pump eventually restarted on its own.